Event description:
It was reported that the right ventricular (rv) lead pacing threshold has slowly risen from 1 volt to 2.75 volts since implant 12 months ago. Also, the rv lead sensing changed abruptly approximately two weeks prior from 9 millivolts to 3 millivolts. It was noted that the impedance was stable and the patient denied any situation or circumstances that would cause the change. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).